Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed prolactin results while using the architect prolactin reagents. The following data was provided. Initial 0.7 ng/ml. Previous results were higher, 1.8 ng/ml ((B)(6) 2017) and 2475 ng/ml ((B)(6) 2017). The patient diagnosis is unknown. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and field data review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The complaint lot number is unknown. Historical performance of in date lots in the field was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. Evaluation indicated that the patient median results for evaluated lots in the field are comparable, are within the established control limits, and no unusual reagent lot performance was identified. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.